Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected batteries and film and protector on screen was wearing off. The customer¿s blood glucose value was unknown. The customer also stated that the buttons unresponsive sometimes. The customer declined helpline assistance. The insulin pump will not be returned for analysis.